Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after intraocular lens implantation surgery, the patient have a large black line in the peripheral vison and periodic halos in the first week and it become worse by the day instead of better. Therefore the patient had to get a new glass to perform the daily activities. Hence the patient had cancelled the planned surgery for the second eye and will look for a different doctor. Additional information was requested but no further information received.